Event description:
It was reported that during a stone laser procedure, the console shut off and no error codes were reported. The console was rebooted a couple times, the screen froze up and the console did not work. There were no patient complications, however, the case could not be completed. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and was found that the key switch and screen assembly, were found damaged. The fse replaced the key switch and screen assembly, as result the console was working as intended, thus confirming the reported event. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a stone laser procedure, the console shut off and no error codes were reported. The console was rebooted a couple times, the screen froze up and the console did not work. There were no patient complications, however, the case could not be completed. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Manufacturer narrative:
Correction to field h11. Additional MFR narrative. As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and was found that the key switch and screen assembly, were found damaged. The fse replaced the key switch and screen assembly, as result the console was working as intended, thus confirming the reported event. The key switch was returned and during visual inspections was found that the locking ring was broken; also, the folding display screen was returned, and the visual analysis did not find any anomalies. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a stone laser procedure, the console shut off and no error codes were reported. The console was rebooted a couple times, the screen froze up and the console did not work. There were no patient complications, however, the case could not be completed. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.